Event description:
It was noted at a device change out on (B)(6) 2011 that the pace/sense portion of this rv lead was capped. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).